Event description:
Philips received a complaint by the customer on the v60 indicating that a "watchdog failed" error had occurred. It was reported there was no patient involvement at the time the issue was discovered. The biomed evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse stated the watchdog timer was not strobed as expected with an 8-ms and a 12-ms window. The biomed also informed the rse that they had replaced the central processing unit (cpu) printed circuit board assembly (pcba) and the unit only operated for 3 hours after. The rse then referenced the latest version of the service manual for repair and advised the biomed to replace the motor controller (mc) printed circuit board assembly (pcba). The rse provided the biomed with the part number for the mc pcba to order and replace. The customer ordered and replaced the mc pcba, and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.